Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer on 02sep2021. The customer is the lead surgical tech. There was no patient harm due to this event. The issue has been resolved. The issue was found prior to the procedure. The procedure was delayed 10 minutes and the patient was not on anesthesia during this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
An olympus technical assistance representative instructed the customer to turn the unit off and on again to see if the error would disappear. The representative further advised the customer to send in the device to the service center if the error did not resolve. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the visera 4k uhd camera control unit had an e117 "otv error." There was no patient harm or impact to patient care reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. Error code e117 was caused by a faulty motherboard. The motherboard was replaced. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the reported error was component failure. The cause of the component failure could not be established. Olympus will continue to monitor the field performance of this device.